Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and alarmed during the prime test due to a faulty gold force sensor resistor. The motor passed the motor test. The rewind functioned properly during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported a motor error alarm. The blood glucose reading was 147 mg/dl. The insulin pump was not exposed to a strong magnetic field. The patient did not recall any significant events that led to the incident. The customer was assisted with clearing the alarm. The patient was unable to rewind the unit. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.